Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation against the reported condition of a ruptured reservoir. Visual inspection of the sample noted a ruptured reservoir in a non-footing position. The device was microscopically inspected and markings on the exterior surface of the reservoir were observed near the rupture line. No cause was able to be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the reservoir of an infusor elastomeric device ruptured during filling. This device was being filled manually with a syringe. This event occurred prior to patient use. No additional information is available.